Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the blade chattered during the functional endoscopic sinus surgery with image guidance procedure. The blades was being used on the patient when it chattered. They changed the handpiece and console and still it chattered. They changed to a new blade with a different lot number and no chattering occurred. There was no patient impact.